Event description:
It was reported the patient was unable to adjust stimulation. The patient programmer displayed the call your doctor icon. A power on reset (por) condition was reported. The patient had 'pulling in her neck throughout the evening;' she checked to see if the device was turned off somehow and she kept seeing 'por' on the patient programmer. It was noted the patient was around high power lines the day prior to this report. The patient was instructed on how to clear the por condition. The patient was able to turn her therapy back on. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v006969 implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# j0519661v, implanted: (B)(6) 2005, product type lead. (B)(4).